Event description:
Event verbatim [preferred term] . Bruised her hand while pushing down on the sample vial [contusion], , narrative: this is a spontaneous report received from a consumer or other non hcp, program ID:(B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test),, device lot number: k10a110412243m1. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: contusion (non-serious), outcome "unknown", described as "bruised her hand while pushing down on the sample vial". Additional information: caller reported she bruised her hand while pushing down on the sample vial of a covid-19 & flu home test kit/lucira diagnostic (otc). Reporter reported one invalid result, device never started running/no ready light blinking. Date in which the test was run:(B)(6)2025. Before starting, the instructions were read. Ready light was on and steady after the batteries were inserted. Reporter used the batteries provided, pushed down on the sample vial until it clicked, pushed down again using the palm of your hand. The vial liquid was purple in color. Sample not available. The reporter considered "bruised her hand while pushing down on the sample vial" associated to covid-19 and influenza ivd device. Causality for "bruised her hand while pushing down on the sample vial" was determined associated to covid-19 and influenza ivd device (malfunction). Follow-up (24feb2025): this is a follow-up report combining information from duplicate reports (B)(4). And(B)(4). The current and all subsequent information will be reported under manufacturer report number (B)(4). Updated information: product unique identifier, event details. No follow-up attempts are possible.

Event description:
Bruised her hand while pushing down on the sample vial [contusion], narrative: this is a spontaneous report received from a consumer or other non-hcp, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110412243m1. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: contusion (non-serious), outcome "unknown", described as "bruised her hand while pushing down on the sample vial". Additional information: caller reported she bruised her hand while pushing down on the sample vial of a covid-19 & flu home test kit/lucira diagnostic (otc). The reporter considered "bruised her hand while pushing down on the sample vial" associated to covid-19 and influenza ivd device. Causality for "bruised her hand while pushing down on the sample vial" was determined associated to covid-19 and influenza ivd device (malfunction). No follow-up attempts are possible.

Event description:
Event verbatim [preferred term] bruised her hand while pushing down on the sample vial [contusion]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110412243m1, device expiration date: 14aug2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: contusion (non-serious), outcome "unknown", described as "bruised her hand while pushing down on the sample vial". Additional information: caller reported she bruised her hand while pushing down on the sample vial of a covid-19 & flu home test kit/lucira diagnostic (otc). Reporter reported one invalid result; device never started running/no ready light blinking. Date in which the test was run: (B)(6) 2025. Before starting, the instructions were read. Ready light was on and steady after the batteries were inserted. Reporter used the batteries provided, pushed down on the sample vial until it clicked, pushed down again using the palm of your hand. The vial liquid was purple in color. Sample not available. The reporter considered "bruised her hand while pushing down on the sample vial" associated to covid-19 and influenza ivd device. Causality for "bruised her hand while pushing down on the sample vial" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on (B)(6) 2025 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for failure to start for the covid and flu ivd test kit (lot number: k10a110412243m1, UDI: (B)(4)) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and evaluating returned photo(s) and/or video(s) supplied by the complainant. A complaint sample was not returned. However, 1 photo of a covid and flu ivd test kit was supplied by the complainant. The sample vial was engaged; illumination of the ready led was observed. The complaint of failure to start was present in the supplied photo(s) and/or video(s). Consequently, this complaint is confirmed. No root cause or CAPA were identified, as a root cause cannot be assigned without returned product. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110412243m1. No quality issues related to lot k10a110412243m1 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110412243m1 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue of "test start-up failure" was reported. All complaint investigations are trended. There is no current trend alert documented. Follow-up (24feb2025): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent information will be reported under manufacturer report number (B)(4). Updated information: product unique identifier, event details. No follow-up attempts are possible. Follow-up (08apr2025): this is a follow-up report from product quality group providing investigation results.